Event description:
On (B)(6) 2010, a spontaneous report by a physician was received from a medical assistant regarding a (B)(6) female who received an injection of perlane (cross-linked hyaluronic acid dermal filler). Medical history included arthritis, hypertension (reported as "htn") and previous injection of restylane (cross-linked hyaluronic acid dermal filler) and perlane on an unspecified date in (B)(6) 2009 with no event; the pt had no allergies. The pt's skin type was reported as "fair caucasian." Concomitant medications included quinapril hydrochloride (reported as "quinapril") (dose not reported) for hypertension and (tylenol (acetaminophen) (dose not reported) for arthritis. It was unk if the pt was taking these medications at the time of injection. The pt received a 1/2 cc (1/2 of a 1 cc syringe) injection of perlane using a 27 gauge needle on (B)(6) 2010 at 10:00 am to the nasolabial folds both sides. No pre-procedure medications were used and no additional procedure were performed at the time or implantation. On (B)(6) 2010, after the injection at 3:00 pm, the pt called the injecting physician's office to report swelling. The pt returned to the injecting physician's office around 4:00 pm and it was noted that the left side of her face (lips, cheek and chin) was grossly swollen. While the pt was at the injecting physician's office the swelling worsened, described further as "the swelling spread to both sides of her face." The pt was diagnosed with angioedema and treated with oral prednisone (dose not reported) and oral diphenhydramine (dose not reported). The pt stayed at the injecting physician's office with the physician and medical assistant until 8:00 pm, at which time the pt was sent home. On the morning of (B)(6) 2010, the injecting physician went to the pt's home and the pt's swelling "was better." As of (B)(6) 2010, the medical assistant did not know the current status of the pt or if the pt was currently taking any treatment medications. The pt had not been seen again since the morning of (B)(6) 2010 and no follow-up appointments were scheduled with the pt.

Manufacturer narrative:
The medical assistant felt it was possible that perlane caused the reported events. The medical assistant assessed the severity of the events as severe. The lot number and expiration date were 9325 and 07/2010, respectively. Additional info has been requested.